Event description:
I have been using my resmed s9 CPAP for years and began to develop chronic morning headaches. I had changed the filter, tubing, mask and cleaned the water chamber as instructed by manufacturer. I didn't think it was related to my CPAP until I went on vacation and used my travel CPAP. My headaches resolved. On return whenever I used my resmed my headache would return. I have stopped using my resmed. I also noticed fogginess and fatigue associated. I have requested a new device and continue to use my travel CPAP (hdm z2 travel). Of note, I have filed a complaint with resmed and dme but resmed tells me the problem is not related. FDA safety report ID# (B)(4).